Event description:
Patient reported the part he has to his nebulizer broke needs a replacement. Unknown defect details. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.